Event description:
A surgeon reported that there was no phaco power during cataract surgery, rebooted system twice and a new handpiece was used but the issue persisted. The case was completed by adjusting the irrigation settings following a 24 minute delay. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A review of the service report indicates the customer reported that the system's phaco power was not working properly. The company service representative examined the system and was unable to replicate the reported event. The company service representative spoke with the customer and suggested that an incorrect surgeon setting was likely selected. The software was updated. The aqualase setting was disabled. The system was then tested and met all product specification. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for the month of (B)(6) 2013 did not reveal any nonconformity related to the reported event. A review of complaints for the las 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).